Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of fluorouracil (5fu) for continuous delivery in ml, at a rate of 25ml/hr, and a container size of 1080ml. No further programming parameters were provided. The duration of the therapy was 46 hours. On (B)(6) 2010 at 1700, the delivery was started. The customer contact reported on (B)(6) 2010 at 1300, the device alarmed infusion completed. The homecare pt returned to the physician's office. At that time, the nurse noted that only half of the medication was delivered. The device was removed from clinical service. The physician was notified. The customer contact reported the pt was given a 600ml "bolus" of 5fu in the physician's office. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.86ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the manufacturing facility. A review of the history indicates that on (B)(6) 2010 at 1400, the device was programmed in continuous only delivery in ml mode, with a delivery rate of 24ml/hr, a vtbi of 1090ml, kvo rate of 4ml/hr, container size of 1090ml, and air sensitivity was set at 2ml. At 1407, a prime volume of 2.0ml occurred. At 1409, delivery was started. At 1411, delivery was stopped and 2 check cassette alarms occurred. Between 1412 and 1413, a cassette was inserted and the delivery started. Between 1920 and 1922, a low batteries alarm and a power loss alarm occurred, batteries were inserted, the device was powered on and delivery started. A new date stamp of (B)(6) 2010 occurred. At 0840, a distal occlusion alarm occurred. Between 0841 and 1013, the silence key was pressed 83 times. Between 1014 and 1016, the delivery was stopped, a priming volume of 1ml occurred, and the delivery was started. Between 1020 and 1024, a distal occlusion alarm occurred 3 times, the silence key was pressed twice, infusion was stopped, a priming volume of 0.3ml occurred and the delivery was started, at 1034, a check cassette alarm occurred, a cassette was inserted & delivery was started. A new date stamp of (B)(6) 2010 occurred. Between 1313 and 1314, an empty container alarm occurred, a check cassette alarm occurred, a 15/000/001 (power down error) occurred and the device was powered on. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).